Event description:
A malfunction alarm was reported with malfunction code malf 16 on the pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether their levels exceeded 500 mg/dl (27.7 mmol/l). Customer reverted to using an alternate method of insulin therapy.